Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking chronic catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 12fr d/l hickman chronic catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed 8.5cm distal of the tissue ingrowth cuff. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split; tensile weakness at the fracture site (due to material ballooning prior to burst); granular fracture surface texture (typical of tearing failure modes); the catheter material was visibly lighter in color at the fracture site. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿so not use a syringe smaller than 10ml!¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - facility reported that the healthcare professional (hcp) placed the catheter. It was stated that after placement the hcp noticed a leak while administering insulin and saline drip. Catheter was explanted on (B)(6) 2016. On (B)(6) 202017 - the returned catheter has a leak about 5cm distal to the cuff.